Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.

Event description:
It was reported that high pacing impedance and high thresholds were exhibited with the right ventricular (rv) lead. The clinic will continue to monitor the issue and the lead remains in use. No patient complications have been reported as a result of this event.